Event description:
The complainant reported a patient presented to outside emergency department with chest pain and found to be in anterior st elevation myocardial infarction and diabetic ketoacidosis. The patient was transferred to the complainant hospital and was urgently brought to the cardiovascular laboratory. During left heart vascularization, the patient became unstable and required high dose pressors and intubation. The decision was made on (B)(6) 2025 to place an impella cp (serial number: (B)(6) prior to percutaneous intervention. On (B)(6) 2025, the patient was cannulated for venoarterial extracorporeal membrane oxygenation (va ECMO). After 13 days of support, the impella cp abruptly stopped pumping and was unable to be restarted. The decision was made to replace the impella cp with an impella 5.5 (serial number: (B)(6), the patient remained also on va emco support. The patient was noted to be stable after impella 5.5 was implanted. The complainant reported that the patient experienced a large hemorrhagic stroke during impella 5.5. Support. The patient¿s family decided to withdraw care. Care was withdrawn and the patient expired. This complaint involves 2 pumps: pump 1: impella cp serial number: (B)(6). Pump 2: impella 5.5, serial number: (B)(6). This MDR specifically addresses impella 5.5 with serial number: (B)(6) which is the subject of this report. A separate medwatch report will be submitted for the other device associated with this complaint.

Manufacturer narrative:
Given the details of the event, there is not enough evidence to exclude the impella cp as an associated factor in the patient's demise outcome. A pump stop related to the impella cp device removal cannot be excluded as an associated factor in the patient¿s outcome. Product status: the impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella 5.5 with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿